Event description:
Cholecystectomy - "dr. (B)(6) performed the surgery and as soon as he fired the clips on the vessels, they did not close properly but crossed. He removed the clips and finished the surgery with hemolock."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated the unit and determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. Engineering actuated the unit at different angles on tubing to re-enact the customers' experience of clips overlapping. The unit was disassembled for further evaluation and met all specifications. The root cause of the incomplete clip closure and scissoring experienced by the customer was likely that the application structure size, or the clip application depth, prevented proper clip closure. Engineering was able to recreate the clip misalignment at adverse application orientations. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.